Event description:
The customer's father reported via phone call that his blood glucose was high. His blood glucose level was 550 mg/dl. The customer felt tired. The insulin pump did not alarm no delivery. White marks were on the exterior of the tubing. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.